Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and shaking. The customer had contact with a healthcare professional (hcp) who provided sweets, apple, and juice for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A "signal loss" sensor error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and shaking. The customer had contact with a healthcare professional (hcp) who provided sweets, apple, and juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, and no issue was observed. Data was extracted using approved software. The sensor was found to be in sensor state 7 with event log 130 with reason/ext error code 129, and sensor state 8 with event log 130 and 241 with reason/ext error code 129 & 0 respectively an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and poor solder on battery was observed. An extended investigation was performed. Visual inspection in the de-cased sensor revealed that one of the two battery connectors was not properly soldered. The lack of solder in one of the battery legs can lead to an intermittent power connection and cause brown outs. The battery was measured at 1.59v which is within specification of 1.40v-1.98v. It is evident that the solder is not creating a strong connection between the battery leg and pcba, it was determined that the returned puck experienced a brownout due to poor battery solder on one leg. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.